Event description:
During preparation of the outback cto catheter difficulty was encountered. The cannula/needle was extended but was unable to be withdrawn back into the catheter. Therefore, this device was not clinically used.

Manufacturer narrative:
Additional info has been requested and will be submitted within 30 days upon receipt. The outback cto catheter is available for eval and testing. However, the device has not been rec'd as of to date.